Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction: mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Event description:
Na.

Manufacturer narrative:
Corrected fields are e1 event siste telephone, e3 occupation, h6 type of investigation, component and h11. Updated fields are b4, g3, g6, h2. User stated she had followed the prompts on the screen and checked for blood in the helium tubing, but it still alarmed. The esp personnel had her perform an iab fill, press start, and then check for blood in the helium tubing again. This resolved the alarm and resumed therapy. The esp personnel explained that the alarm was most likely caused by increased intrathoracic pressure due to high peep and encouraged her to call back if the alarm occurs several times within an hour. The esp personnel also advised the user to pass this information to the receiving nurse at musc.